Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that the liberty select cycler screen was malfunctioning as soon as it came out of the box. The brightness was set to 10. The caregiver was advised to have the patient continue the use of the cycler but to inform the patient¿s pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During a follow up call with the patient¿s caregiver, it was confirmed there was no harm, adverse event of medical intervention due to the malfunctioning screen event. The patient was able to complete treatment until the new cycler arrived. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The screen brightness check failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no visual discrepancies found during an internal inspection of the returned cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.